Event description:
The event involved a plum set where it was reported there was a spillage of chemotherapy due to an abnormal tubing connection. There was unknown patient involvement, and no harm reported.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of leakage could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.